Event description:
It was reported that patient underwent total left hip replacement in 2007 during which patient received a durom cup acetabular component. Patient's attorney reports that post-op, patient experienced pain and was revised in 2008.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.